Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was also noted the right ventricular (rv) lead exhibited increased pacing impedance and threshold measurements though values remained acceptable. Device replacement was recommended. A revision procedure was performed wherein the device was explanted and rv lead surgically abandoned; a new system was then implanted. No adverse patient effects were reported.